Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
In the or they noticed the packaging issue. No delay in the case. Patient was not impacted.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding a packaging issue involving a simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as the reported event is in relation to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: a complaint history review could not be performed as the details of the reported packaging issue remain unknown. Conclusions: a packaging issue with simplex bone cement was reported however further clarification of the event was not provided and the exact issue remains unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as details of the reported packaging issue, photographs and/or product return are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
In the operating room they noticed the packaging issue. No delay in the case. Patient was not impacted.